Event description:
It was reported that during a da vinci assisted radical prostatectomy with lymphadenectomy surgical procedure, the system reflected error 23008. It was noted that the surgeon could not take control of the master tool manipulator (mtm). The surgeon therefore decided to convert to an open surgery. There was no report of patient harm. Intuitive surgical, inc. (Isi) obtained the following information from the initial reporter: the system was inspected prior to use and the system worked flawlessly for the first hour of operation. Then suddenly, the right-hand control was not transmitting any movements to the associated monopolar curved scissors. The procedure was converted to open surgery and there were no post-operative complications following the surgery.

Manufacturer narrative:
Based on the current information provided, the cause of the conversion was due to the master tool manipulator (mtm) not functioning. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtm to resolve the reported system problem. The system was tested and verified as ready for use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clips for the reported event were submitted by the customer for review. A review of the site's system logs for the reported procedure date was conducted by the isi technical support engineer (tse) when the customer called for support. Investigation revealed error 23008 (pot to encoder error, mtmr, axis 8 grip) that may have been related to the reported complaint that occurred during the surgical procedure. A review of logs confirms the occurrence of a radical prostatectomy with lymphadenectomy procedure on the reported event date matching the documented event details and confirming the procedure date of (B)(6) 2022 on system sk3286. This event is being reported due to the following conclusion: during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the surgeon could not take control of the master tool manipulator. As a result, the surgeon converted the case to open surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported issue, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed.

Event description:
Refer to h10/h11 for follow-up information.